Manufacturer narrative:
Visual inspection revealed dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside several irrigation ports. Electrical tests revealed while manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Hdx testing revealed noise testing in ablation condition met current device specifications, where peak to peak values were less than 0.4 mv. Maximum values of ~ 0.05 mv peak to peak were observed in mifi 1-2 bipole. X-ray inspection found fluid inside the tip. Pressure leak test revealed the device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and mes. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were 1.632, 1.605 and 1.589 psi, which were below the acceptable upper limit of 0.30 psi. The handle was dissected. No evidence of fluid leakage was found. Next, the distal end was dissected. Again, no evidence of fluid leakage was found.

Event description:
Reportable based on device analysis completed on 09dec2019. It was reported that noise appeared on the 1-2 potentials, and it disappeared. The intella nav oi was selected for a ablation procedure. After about 2 hours of use, noise suddenly appeared on the 1-2 potentials and disappeared. Cable was replaced, but noise and tracking did not improve. The ablation catheter was replaced, and ablation was completed successfully. However, analysis revealed that the device failed a lumen leak test, indicating a fluid leak inside the shaft.